Manufacturer narrative:
The info received by the MFR from the clinician is incomplete. In addition, the device was not returned to the MFR for analysis. The co did review the device history record for this implant and has determined the material lot used for this implant did meet all specifications. Any material flaw can be excluded. A known long-term complication of endosseous dental implants is bone resorption around the implant which can occasionally result in fatigue of the implant.

Event description:
Removal of endosseous dental implants. Implants were placed in class ii bone (site #3 and #19) during a routine procedure on 8-21-92. Final crown restorations were placed on 1-12-93. The clinician reports that the pt did not return to his office for follow-up care. The implants were removed on 3/2/95 due to pain and fracture. The removal of the other implant is covered under MFR. 1222315-1997-00290.